Event description:
The neurologist reached out inquiring where low impedance can come from as their patient is clinically stable. The doctor does not believe the patient should have exploratory surgery as the patient is doing well. No other relevant information has been received to date.

Event description:
The doctor stated that the low impedance was observed on a system diagnostic test. There was no patient manipulation or trauma suspected to have contributed to the low impedance and the cause of the low impedance is unknown, but was thought to possibly be due to wear of the 10 year old lead. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Report source, corrected data: initial report inadvertently did not include "foreign".

Event description:
It was reported that this patient received a lead revision due to low impedance. It was stated that the lead was discarded after surgery. No further relevant information has been received to date.